Event description:
It was reported that the pt presented with acute abdominal pain, mesh was palpable and felt stiff under abdominal wall. The mesh was explanted.

Manufacturer narrative:
The subject product has been returned and examined. All components were found to be intact. There was nothing observed with the product that could be attributed to the reported problem.